Event description:
The caster would swivel in the brake mode.

Manufacturer narrative:
Technician performed a function check and found caster not locking in place, but brakes work. Bad caster brake and steer caster. Technician replaced caster to resolve.